Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported low blood glucose. Customer's blood glucose was 40 mg/dl. Customer stated she thinks the bolus wizard was not accounting for how much insulin she has on board because even thought the insulin on board it still suggests that she take more. Customer stated she might need to adjust some of her settings. Advised the customer to contact her health care provider to discuss her volus wizard settings and make adjustments accordingly. Customer will talk to her health care provider. Customer declined to troubleshoot low blood glucose. No further information provided.